Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient's system is not fully optimized. Also noted that upon interrogation there was difficulties pulling up the stored episodes. This issue was resolved. No adverse events were reported.